Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure and clearly states not to exceed the rbp. Additionally, the IFU states to note the product use by date specified on the package. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left main coronary artery that needed urgent placement of a covered stent. An expired 4.0x16mm rx graftmaster covered stent was deployed at 20 atmospheres and sealed the perforation. Reportedly, though the stent was expired, this was the only size available in inventory at that time that would successfully treat the perforation and the need for this device was emergent. There were no device issues and no adverse patient sequelae. No additional information was provided.